Event description:
During product service by a service technician, a flo-gard infusion pump was found to have force sensing resistors that were out of specification. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The force sensing resistor's (fsr) were found to be out of specification. To correct the condition, the fsr's were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.